Event description:
Additional information was received that the patient had full revision surgery on (B)(6) 2012. Their lead was not explanted therefore was not returned for analysis. Their indwelling generator was explanted. The patient had two full systems implanted at the same time.

Event description:
It was initially reported that the patient was scheduled for a battery replacement. It was later indicated that a dcdc=0 was observed, but there were no reported adverse events. It was decided by the surgeon to replace the lead at that time as well. The generator and lead have not been removed from the patient so they will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death or serious injury.

Manufacturer narrative:
Event description correction. Supplemental MDR #1 stated that the patient had a full revision in 2012. It was no indication of a lead revision and therefore the patient only had a battery replacement.

Event description:
It was noted from a periodic review of the programming history database that a patient's device was showing ok impedance and diagnostics within normal limits. In 2012, the patient had a replacement surgery. There was no indication of a lead revision and no leads were explanted during the surgery. It was suspected that the replacement m104 generator was attached to the patient's original m300 lead, as it is known that the m104 generator is only compatible with the dual pin lead, such as the m300. No additional relevant information was received to date.